Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced blood leakage from the device. This event occurred once. The following information was provided by the initial reporter. The customer stated: incident happened on (B)(6) 2022 at the opd collections room 1 (trolley 1) - staff member involved was performing multiple blood tubes collection on a patient using the bd vacutainer wingset (attaching the leuer adapter to the bd vacutainer push button.) Specimen tubes were inserted and pushed as normal. Blood was coming out from the rubber as noticeable by the other staff members, causing to drip outside the specimen tubes.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced blood leakage from the device. This event occurred once. The following information was provided by the initial reporter. The customer stated: incident happened on 05/10/22 at the opd collections room 1 (trolley 1) - staff member involved was performing multiple blood tubes collection on a patient using the bd vacutainer wingset (attaching the leuer adapter to the bd vacutainer push button.) Specimen tubes were inserted and pushed as normal. Blood was coming out from the rubber as noticeable by the other staff members, causing to drip outside the specimen tubes.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-27. H.6. Investigation summary: bd received three hundred (300) samples for investigation. Ten (10) of the samples were randomly selected and evaluated by functional testing and the indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.